Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when attempted for follow up by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2014 at 12 noon. The patient does not take any medications to manage her diabetes and continued her normal diabetic management routine in response to the alleged issue. The patient stated that one week after the meter issue occurred the patient developed symptoms of ¿headaches, frequent urination, dry skin on feet, tingling and numbness in the fingers and feet and saw black and white dots¿ however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the product and that the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.